Manufacturer narrative:
Per patient's surgeon, the device was explanted on (B)(6), 2005; during the same surgery the patient was reimplanted with a new device. (B)(4).

Event description:
The patient reportedly used the implant system successfully unitl experiencing middle ear problems. After that time, the surgeon reportedly saw the electrode array behind the tympanic membrane. The audiologist reported having to deactivate multiple electrodes in the pt's speech processor program and that the pt's auditory performance declined. Explant surgery was scheduled for 2005.